Event description:
Bilateral patient. Litigation alleges that patient has experienced severe pain and stiffness in the left and right hips and has begun to have weight bearing problems. The pain has prevented her from standing for extended periods, walking, and from sleeping normally. Update: (B)(6) 2012 - the sales rep has reported the revision for the right side. Patient was revised due to pain. Report also noted fluid collection in the hip joint.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Bilateral patient. Litigation alleges that patient has experienced severe pain and stiffness in the left and right hips and has begun to have weight bearing problems. The pain has prevented her from standing for extended periods, walking, and from sleeping normally.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened